Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: d8, h3. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the issue was attributed to non-functioning of the universal plug. It is likely the following led to the malfunction: damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional info.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope was not displaying an image while undergoing maintenance. There was no patient involvement.